Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "asymmetry", "rupture", "pain on palpation","solid nodular lesions"and "mild fibrocystic changes" and ¿solid nodular lesions (siliconomas) in r7 of the retroareola of the breast and right axillary region."

Event description:
Healthcare professional reported right side "asymmetry", "rupture", "pain on palpation","solid nodular lesions"and "mild fibrocystic changes" and ¿solid nodular lesions (siliconomas) in r7 of the retroareola of the breast and right axillary region." The device remains implanted.